Manufacturer narrative:
The insulin pump was received with no down button response due to flattened button dome switch. Button error alarm noted during testing. Pump received with scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. Unable to perform rewind and basic occlusion,occlusion, prime test the excessive no delivery and displacement test due to no down button response. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 443 mg/dl. Troubleshooting was not performed. The device was returned for analysis.